Manufacturer narrative:
Device in wrong position: the cause of the device in wrong position was an unintended user error due to the pump being pulled across the aortic valve during positioning optimization attempts. Low or blocked pump flow: the cause of the low pump flow was a broken impellor blade due to the damage being seen on the returned pump; however, the cause of the impellor blade damage was not determined due to insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 70-year-old female patient was transferred from an outside hospital without catheterization lab capabilities for management of an acute myocardial infarction with cardiogenic shock. The impella cp was inserted in a bailout manner with act >250 seconds, and all IFU were followed, including flushing/aspiration of the sheath. The device was initially positioned successfully, but during peel away removal and subsequent repositioning, the pump was inadvertently pulled back slightly across the aortic valve. The impella cp experienced persistent low pump flow despite multiple repositioning attempts, with no evidence of thrombus or mechanical obstruction noted at the time of explant. The precise cause of the flow reduction could not be determined. The device was removed due to the flow issue and will be returned for further investigation. The patient survived explant.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.